Event description:
It was reported the pt developed dizziness one day after the implant of the system. The next day ((B)(6) 2014), the dizziness worsened and the pt went to the hospital. It was reported the family believes the pt may have had a stroke. The pt is experiencing numbness on the right side of the body and drooping on the right side of the face. It was reported the pt did not have these issues immediately after the procedure. The pt remained hospitalized. It was reported on (B)(6) 2014 the stroke was never confirmed. The pt reported the numbness was still present, but slowly going away. It was reported the stimulation was effective and several programs were added to the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.